Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed that the air/water nozzle of the subject device was clogged with foreign material. Omsc checked the evaluation report and its photo of sorc and found a sign of insufficient or incorrect reprocessing the subject device. Omsc also reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported event could not be identified. However based on the report of sorc, omsc presumed there was the possibility this phenomenon was attributed to insufficient reprocessing or the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the air/water nozzle of the subject device was clogged with foreign material. The subject device had been returned to sorc for repair of water flow failure of the subject device nozzle. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.